Event description:
It was reported that (1) device was used during a video assisted thoracic surgery lobectomy. It was reported by the affiliate that the tsg45 jaw would not open after firing (finally could open the instrument manually). Another device was used to complete the case. There was no consequence to the pt.